Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: an "ezprime" operation was performed with no difficulties noted. Test boluses were calculated and written accurately to the pump histories. There were no alarms related to the complaint in the alarm history. A review of the black box history showed that a "suspend" occurred on (B)(6) 2011 at 12:26a, the patient confirmed it at 12:41a and pump therapy was never resumed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed he was admitted to the hospital with dka and a blood glucose reading of 1150 mg/dl on (B)(6) 2011. Reportedly, the patient started his diabetes management with the animas pump on (B)(6) 2011. On (B)(6) 2011 he was able to correct his elevated blood glucose of "336 mg/dl" with the animas pump after he changed his infusion site. On (B)(6) 2011, his blood glucose reportedly was normal during day. He went to bed with a blood glucose reading of 249 mg/dl and woke up at 2am with symptoms described as "lethargic and vomiting." His fasting blood glucose at the time of concern was 167 mg/dl. On (B)(6) 2011 at 7pm, the patient tested at 207 mg/dl and took a correction dose of bolus insulin. On (B)(6) 2011, the patient reportedly felt sick but did not check his blood glucose. His family took him to the hospital during the evening time. The patient was diagnosis with dka and was treated with IV insulin in the ICU for alleged elevated blood glucose. His pump was discontinued prior to his admittance. The patient was hospitalized for (B)(6) and was released on (B)(6) 2011 with a blood glucose reading of 150 mg/dl. The patient contacted his diabetes education and had the animas pump setting reviewed on (B)(6) 2011. The patient started on the pump again. His blood glucose was at 80 mg/dl at 3pm. Reportedly 3 hours later, his blood glucose elevated to 406 mg/dl. The patient's diabetes education then advised the patient to go to his backup plan. During troubleshooting, the patient noted the following: the animas pump was programmed with the correct date and time, basal segment, and advanced features. The patient never took notice of the cannula when the infusion set was changed out. The site of infusion appeared normal without any sign of infection or insulin leakage. There was reportedly significant air bubble when he filled the cartridge. He was able to purge the air bubble prior to loading the cartridge into the pump. He did not take notice of the condition of the cartridge after it was loaded. It is unclear if the patient had any site issue because the patient never checked the site when he was sick. This complaint is being reported because the patient managed his diabetes with the animas pump and subsequently was hospitalized for hyperglycemia. The animas products were sent back to investigation.